Event description:
It was reported that infection occurred. The patient's implantable pulse generator (ipg) and lead were explanted. There was reported extraction difficulty with the right ventricular (rv) lead, but was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).